Manufacturer narrative:
Device was not available for investigation, therefore we cannot confirm it does perform according to specifications. However, based on previous investigations, we know that inaccurate measurements are typically due to poor cleaning of the thermometer sensor. We have received 5 similar cases; all 5 devices were returned with earwax on the tip. After being properly cleaned according to the instructions provided in the user manual, the 5 devices did all perform according to specifications. This product has been designed according to relevant safety standards, including en12470-5 (clinical thermometers. Performance of infra-red ear thermometers), and passed all compliance tests. The device was returned by the consumer and tested in accordance to specifications.

Event description:
A customer claimed that the temperature measurement made by with sch740 was inaccurate , in comparison with other device. The temperature measured with sch740 was 36.8 in the ear. A rectal thermometer (unknown brand) indicated 38.9 degrees celsius. The device returned by the consumer tested in accordance to the product's specifications.

Manufacturer narrative:
Device was not available for investigation, therefore we cannot confirm it does perform according to specifications. However, based on previous investigations, we know that inaccurate measurements are typically due to poor cleaning of the thermometer sensor. We have received 5 similar cases; all 5 devices were returned with earwax on the tip. After being properly cleaned according to the instructions provided in the user manual, the 5 devices did all perform according to specifications. This product has been designed according to relevant safety standards, including en12470-5 ( clinical thermometers. Performance of infra-red ear thermometers), and passed all compliance tests.

Event description:
A customer claimed that the temperature measurement made by with sch740 was inaccurate, in comparison with other device. The temperature measured with sch740 was 36.8 in the ear. A rectal thermometer (unknown brand) indicated 38.9 degrees celsius.